Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. A review of the system logs showed evidence of multiple fpga reset and reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The reported issue was confirmed. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The event had foreseen risk and is included in a data monitoring plan. The evaluation detected an unreported condition: a switch was found to be nonfunctional. When the corresponding key was pressed, the handle didn't respond. The most likely cause for the additional condition was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle windows screen showed "handle error" (handle with a red cross icon). Used a different handle to resolve the issue.